Manufacturer narrative:
H3: two photographs of one cadd cassette reservoir from p/n 21-7302-24 l/n 17x833. The cassette was in unused condition unwrapped inside a plastic bag. Both photographs showed the cassette sample had a leak inside the assembly bag (ay). Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was confirmed. The most probable cause of the issue is that during assembly process in the bag loading operation, the ay bag was not handled properly.

Event description:
Information was received indicating that during manipulation (in the removal of air bubbles from the inner bag of the reservoir) of a smiths medical cadd cassette reservoir, it was verified that the inner reservoir bag had ruptured at the side of the joint. Subsequently, the reservoir had to be discarded due to its cytotoxic drug inside. No patient consequences were reported. No adverse effects were reported.